Event description:
According to the available information the anchor pulled out during suture tie down. 2 saffron anchors were anchored, unilaterally, into the sacrospinous ligament on the patient¿s right side, uneventfully. The physician then performed colporrhaphy and closed. While tying down the sutures to suspend, one anchor dislodged. Another incision was made and the physician placed an additional capio suture, the incision was reclosed and completed successfully.